Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 07:37:38. During night drain cycle 12, the patient's ultrafiltration reading was 1841ml, indicating the home patient (hp) drained 1841ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).